Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking/jolting sensation, and that the spasms and shocking were on both sides of the neurostimulator device and the pocket was very sore. The pt's physician checked the device system, but the pt received a shock. The physician determined that the device needed to be replaced. The pt reported that a replacement surgery was scheduled for (B)(6) 2011. The device was turned down and the shocking resolved. However, the pt had a return of symptoms. Add'l info was requested.